Event description:
(B)(6) advia centaur xp (B)(6) results were obtained for four different pts samples. Two of the pts samples confirmed (B)(6) using the advia centaur confirmatory assay. The four pts samples were tested on other methods and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens rep examined the advia centaur xp (B)(6) qc and calibrations. No issues were found. The instrument is performing within specifications. The cause for the discordant (B)(6) result is unk. No further evaluation of the device is required.

Manufacturer narrative:
A siemens rep examined the advia centaur xp (B)(6) qc and calibrations. No issues were found. The instrument is performing within specifications. The cause for the discordant (B)(6) result is unk. No further evaluation of the device is required.

Manufacturer narrative:
A siemens rep examined the advia centaur xp (B)(6) qc and calibrations. No issues were found. The instrument is performing within specifications. The cause for the discordant (B)(6) result is unk. No further evaluation of the device is required.

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained for four different pts samples. Two of the pts samples confirmed (B)(6) using the advia centaur confirmatory assay. The four pts samples were tested on other methods and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained for four different pts samples. Two of the pts samples confirmed (B)(6) using the advia centaur confirmatory assay. The four pts samples were tested on other methods and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained for four different pts samples. Two of the pts samples confirmed (B)(6) using the advia centaur confirmatory assay. The four pts samples were tested on other methods and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens rep examined the advia centaur xp (B)(6) qc and calibrations. No issues were found. The instrument is performing within specifications. The cause for the discordant (B)(6) result is unk. No further evaluation of the device is required.